Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The customer's blood glucose reading was 400 to 600 mg/dl at the time of incident. Troubleshooting found that the pump was unable to complete the rewind sequence and the pump history was unable to be checked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer indicated that they would call back to further troubleshoot.

Manufacturer narrative:
The insulin pump was received with a constant motion sensor test failure alarm during rewind due to motor encoder out of phase also, unable to complete functional test due to constant motion sensor test failure alarm. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.